Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd the scs system on (B)(6) 2011. It was reported that during the post surgery appointment, the pt was feeling a stinging sensation when the stimulation was turned up high. The physician stated that the pt's nerves were very sensitive and irritated. The pt was recommended to run the stimulation at a low level. F/u on (B)(6) 2011 revealed that the stimulation was working well and the pt had soreness at the surgical site and had muscle cramps. The device is still in use. No info is available at this time.